Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer stated that the 8015 will not power off, even when pressing the power off button. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that she needed to replace the power supply switching board. The customer stated that she would just send the unit back under warranty repair. Transfer the customer to our rga team.